Event description:
During use of the device for a clinical demonstration, the user reported the gas system failed to calibrate. The user reported that a phone call was made to the sales representative, and per the conversation between the user and sales representative, the gas system was able to be calibrated. Since this event occurred during a clinical demonstration of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.